Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the red port, blue port, clamps, bifurcate and cannula appeared intact. A functional evaluation found that the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected in the middle of the extension tube on the blue port side. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, after that catheter was implanted, blood was found to be leaking in the from the blue tube (venous) transparent silicone hose at the junction during dialysis. It was stated that the catheter has been in place for 3 months. It was sated that the catheter was not repaired, anerdian was the cleaning agent used, tego was not utilized and there was no luer adapter issue. The catheter was replaced. There was blood loss of 4ml. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the device is being used during a surgical procedure. The blue lumen side is clamped and there is a drop of fluid on the outside of the catheter at the connection sight. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, after that catheter was implanted, blood was found to be leaking in the junction/connection between the transparent silicone hose and the red and blue connectors during dialysis. It was stated that the catheter was not repaired, anerdian was the cleaning agent used, tego was not utilized and there was no luer adapter issue. There was no patient injury.